Event description:
Caller reported that t:slim x2 pump battery would not charge despite using tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level mentioned. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.